Event description:
Healthcare professional reported left side "capsular contracture baker grade iii/IV" and via ultrasound "thickening of the fibrous capsule, spherical shape, as well as an increase in the anteroposterior diameter, some radial folds and ripples and simple ductal ectasia." Device remains implanted.

Manufacturer narrative:
(Facility name): (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii/IV.